Event description:
During a lens implantation, the patient's capsular bag broke. The incision was enlarged to remove and replace the lens. The device was not the cause for this incident; it was the patient's physiology.